Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's infusion set tape removed while the patient was sleeping. The blood glucose level of the patient was 219 mg/dl which was treated by bolus. No further information available.